Event description:
Underwent bilateral explantation of breast implant and capsulectomies. Upon explantation each implant was excapsulated with fibrous tissue, each implant was yellowed and had a gel leak.